Event description:
This event involved a patient who was admitted to the hospital due to elevated lvad flow and power readings approximately 18 months post implant. Clinical staff determined that a pump exchange was the best course of action. Heartware lvad was replaced. Visual inspection by the explanting clinician did not reveal any debris inside the pump. Patient was discharged back home ten days after new implant.

Manufacturer narrative:
The product was returned; various analyses were conducted and reviewed in order to evaluate the performance of the lvad pump in relation to the reported event. These included, but were not limited to, clinical evaluation, review of manufacturing documentation, labeling and instructions for use, visual and functional examination, independent pathology analysis and review of controller log files by heartware clinical field engineers. Based on the review of the information available, the reported event (high power) was confirmed via controller log file analysis. There is no evidence to suggest a device malfunction as the cause that led to the reported events. The independent pathological analysis confirmed the presence of thrombus within the device. While the exact cause could not be determined, clinical factors indicated that what may have contributed to thrombus formation on these events included the patient history of atrial fibrillation, ongoing issues with arrhythmias, previous coagulopathy and sub-therapeutic anti-coagulation at the time of the event. No additional information will be forthcoming.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
(B)(4).